Event description:
Revision surgery - several days after the original surgery on (B)(6) 2013, the patient returned due to pain. The x-rays showed a fracture at the lesser trochanter of the femur. The patient claims they did not fall, the surgeon concluded that it must have fractured during the broaching of the femur on (B)(6) 2013. The surgeon removed the implant and revised with a lima stem.